Event description:
It was reported that hub separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "relion syringe 3/10ml 6mm lot # 8302926 has 4 syringes hard to remove needle shield when removed needle hub is missing."

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 6mm, 31g relion syringe with the shelf carton from lot # 8302926. Customer states that it is hard to remove the needle shield and when it is removed, the hub is missing. The returned syringe was tested to determine the cap and shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.67 lbs., which falls within specifications. Also the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 8302926. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302926. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that hub separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "relion syringe 3/10ml 6mm lot # 8302926 has 4 syringes hard to remove needle shield when removed needle hub is missing."